Event description:
Patient presented to the physician, one day after the implant procedure, with a hematoma that was draining at the neck incision site. Physician brought the patient into the or, removed the stimulation lead cuff, evacuated the hematoma, cauterized the bleeding vessel, placed the cuff back, and closed the incision. Physician prescribed antibiotics after the procedure was completed.